Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Customer¿s blood glucose level was in 150-160 mg/dl range. No additional information was provided and the customer declined troubleshooting with tandem technical support.